Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located on the right arm below the adhesive patch and was described as itchy skin with red bumps, yellow ooze, bad smell and a skin reaction that would not fully heal, but turn into scar tissue. On (B)(6) 2016 the patient's mother stated that she had spoken with the patient's doctor regarding skin reaction and the patient's doctor advised to use an over the counter (otc) surgical scrub on the patient's skin, which the patient's mother used to treat the affected area. Date is an approximation. At time of contact the patient's condition was ok. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.